Event description:
A trilogy 202 ventilator, international was returned to a third-party service center for evaluation due to a service required message. There was no harm or injury reported. The device was not reported to be in patient use. During the "in process" evaluation of the trilogy 202 ventilator, international device at the third-party service center, the customer's complaint was confirmed. An err_obm_accy_urgent_service "service required" error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. Additionally, replacement is necessary of the device's whisper cap, blower bellow and obm (oxygen blender) gasket due to contamination, the power cord retainer is missing, and the display overlay is scratched. The pollen filter must be replaced due to preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.